Manufacturer narrative:
A philips field service engineer (fse) reached out to the customer. The customer did not provide any further details, as the customer did not know the specific situation. Another fse was able to go onsite, and test the mx450 monitor. After testing with a "fluke prosim8" tool, all parameters of the monitor were normal. Per the fse, the equipment was currently in normal use in the department, and no similar faults have been found. The fse was also able to confirm that there was no serious injury was caused by this issue. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The fse was able to provide device status logs, which were sent to a philips product support engineer (pse). The pse reviewed the logs, and confirmed they did not show any product malfunction on (B)(6)2024. The pse noted that the physiological measurements are taken by the measurement module attached to a monitor, not the monitor itself. No data from measurement module used during the incident was available. The reported issue was unable to be confirmed; no problem was found with the monitor during testing or during log analysis. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer (fse) reached out to the customer. The previous information provided was for a different event, and did not apply to this incident. The customer did not provide any further details, as the customer did not know the specific situation; no further investigation was possible. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer (fse) reached out to the customer. The customer did not provide any further details, regarding if medical intervention/treatment was required or if the recovery time was prolonged; the customer would not provide any other clinical information. However, it was noted that the patient did fully recover. Testing of the monitor did find that the power module was damaged. The hospital equipment department repaired the power module and restored the equipment to normal use. Based on the information available and the testing conducted, the cause of the reported problem was a faulty power module. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporter information: (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue mx450 patient monitor indicating that on (B)(6) 2024, the ECG monitor displayed incorrect data. The heart rate showed 45bpm, blood pressure at 101/59mmhg, and oxygen saturation at 98%. The anesthesiologist was immediately informed and administered 0.5 mg of atropine intravenously as per medical advice. Suddenly, the screen went black, and the device was restarted after cutting off the power. After restarting, the heart rate showed 44 bpm, blood pressure at 99/59 mmhg. Suspecting a device malfunction, the ECG monitor was immediately replaced. The new monitor showed a heart rate of 102 bpm, blood pressure of 142/90 mmhg, and oxygen saturation of 100%. The inability to monitor vital signs in real-time delayed the condition assessment, resulting in an additional 0.5 mg of atropine being administered. This increased cardiac output and blood pressure, leading to more bleeding during surgery and prolonged recovery time for the patient. The surgery progress was delayed, extending the operation time.